Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had a battery changeout. This crt-p was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.